Event description:
The complainant reported an under-delivery. The pump was set to deliver 325 ml; however, when the pump alarmed complete, there was approximately 200 ml left.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4). The testing and investigation did not confirm the complaint of under-delivery. The pump delivered at a +2.46% accuracy, which is within specification.